Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened. The device is not expected to return for engineering evaluation. A good faith effort of 3 or more attempts to collect additional event and lot# information from this account has been completed in a timely manner. Additional information regarding this event has not been provided to merit medical. A supplemental report will be submitted if additional info is received by the manufacturer.

Event description:
The account alleges that the outside hub of the resolve locking drainage catheter broke/detached after placement. The catheters were placed for ascites and nephrostomy fluid drainage. A new drainage catheter was placed for this patient. The device is not expected to return for engineering evaluation. All devices have been discarded at the account.